Event description:
A nurse reported that a child was undergoing removal of a congenital cataract. The system was in vitretomy mode. The surgeon had entered the eye and noted that the vitrectome was cutting, but there was no irrigation or aspiration. They exchanged the cassette and the footswitch. They telephoned tech support and were advised to adjust the settings. After a delay of an hour, the cataract was removed, the intraocular lens (iol) was implanted and the surgery was completed. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).